Event description:
It was reported that during the implant procedure, the right ventricular lead was repositioned twice before finding "adequate numbers." The first time, it was due to high threshold; the second time, it was due to no capture and high impedance. Because of no capture and high impedance, a perforation was suspected, but the patient remained stable and no subsequent procedure was necessary. The final lead positioning was appropriate and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).